Event description:
The lay patient contacted lifescan alleging that his one touch ultralink meter read inaccuracy erratic. He said he obtained readings of 451 and 340 mg/dl on the reported meter. There was no allegation of injury. The complaint is reported due to the alleged imprecise readings.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.